Event description:
Surgeon saw metal micro shavings when he made incision using the 2.4 mm bvi blade bvi beaver xstar safety slit knife 2.4 mm 45 degree bevel up reference no. 378224 lot no. 6081809. This certain lot no. Was not in the bvi customeyes kit, it was on a separate peel pack.